Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm cannula broke off. The following information was provided by the initial reporter : the consumer reported that the syringe needle broke after it was removed from the site. Date of event: (B)(6) 2021. Samples status awaiting sample of unused from this bag.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0342343. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm cannula broke off. The following information was provided by the initial reporter :   the consumer reported that the syringe needle broke after it was removed from the site.    Date of event: (B)(6) 2021. Samples status awaiting sample of unused from this bag.